Manufacturer narrative:
(B)(4). This complaint for a packaging related defect was confirmed during the sample evaluation and the root cause was determined to be a manufacturing issue with the packaging (pouch seal). During a visual inspection of the returned sample, it was noted that the pet film had been torn out from the aluminum foil, and there was an opening at the pouch. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The sample lot number is known, therefore a batch review will be performed.

Event description:
A customer reported to baxter a packaging related defect related to minicap found before use. The minicap pouch found to be open before use. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.